Event description:
It was reported the pt has been experiencing difficulty communicating with the ipg using the charger and programmer. It was also reported stimulation turns on an off by itself. The pt was sent a new charger and programmer to resolve the issue. The replacement devices were unsuccessful. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.